Event description:
It was reported that the ilet user attempted an infusion set change and deployed the set without removing the adhesive backing, resulting in the set not adhering to the body and visible drops during tubing fill consistent with an incorrectly deployed infusion set. No reported symptoms or adverse clinical effects. Outcomes included resumption of insulin delivery after guided site change without alerts or alarms and without need for medical care. Investigation included troubleshooting and user education performed by support. Investigation of this case revealed user handling error related to infusion set application, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error during infusion set deployment.

Manufacturer narrative:
Initial.